Event description:
There was no image on the monitor after the ivus catheter was placed into the patient. Manufacturer response for catheter, volcano refinity rotational ivus catheter (per site reporter) handled by site.